Manufacturer narrative:
Technical support was able to manually transmit the stuck result which removed the backlog of results. An investigation into the root cause of the reported issue has begun but is not yet completed. A supplemental report will be submitted upon completion of the investigation.

Event description:
Result from statstrip gen 2 meter transmitted to customer's connectivty system (rals) stuck in "pending" status which prevemted other results from crossing to patients chart. Although there were no specific allegations of delays in treatment, this issue could potentially lead to delays.